Event description:
The reusable tibial tray impactor tip broke during use. The surgeon was able to complete the procedure with no adverse effect to the pt.

Manufacturer narrative:
The reusable tibial tray impactor tip broke during use. The surgeon was able to complete the procedure with no adverse effect to the pt. Device lot was not provided. Device was not returned. Investigation cannot be completed.